Event description:
A malfunction alarm identified by code malf 12 was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the level. Technical support assisted the customer with resetting the pump, ensuring the malfunction code did not recur, and instructed them to call back if any issue arose again. The customer was able to continue using the pump without further incidents.